Event description:
A one touch surestep meter from a hospital was reported as not powering on. The healthcare professional did not allege harm, nor did any pt experience injury. The sales representative walked healthcare professional through replacing the battery and the meter would not power on. Based on the information supplied by the hospital, there is an indication that the product malfuctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.